Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device tested instrument / biopsy / suction channel positive for 3 colony forming unit of sphingobacterium multivorum, pseudoxanthomonas sp and rothia kristinae. The scope was then reprocessed and re-cultured and tested, and the scope tested negative. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses stage one meditech detergent, suctions water out of the channels. During manual cleaning, the customer used isaclean cantel detergent with medi-globe cleaning brush to clean the operating channel, the suction pistons/cylinders, and operating channel port. The customer reported that the scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, cantel medivators washer along with isaclean detergent and isaspor disinfectant was used. The scope was stored vertically in a metalarredinox m cabinet without a drying function and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were found, angle knob rotation/angulation directions/knob play/bending angles failed, suction cylinder corroded, adhesive on angle rubber cracked, and due to wear of angle wire, bending angle in up direction did not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for greater than 100 colony forming unit (cfu) of pseudomonas aeruginosa and stenotrophomonas maltophilia, and the scope valves tested positive for staphylococcus epidermidis and sheath tested negative on (B)(6) 2023. The scope then tested positive for greater than 1000 colony forming unit (cfu) of pseudomonas aeruginosa, and serratia marcescens, and the scope valves and sheath tested negative on (B)(6) 2023 . The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed for air/water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from different sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Chapter "cleaning, disinfection, and sterilization procedures" "precleaning" "flush water and air into the air/water channel: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use.". Olympus will continue to monitor field performance for this device.